Manufacturer narrative:
A meeting organized with abmedica and the customer focused on reviewing cyberknife prostate cancer treatments. Key topics included CT simulation and fiducial placement, treatment planning strategies (with emphasis on dose distribution and margin selection), and delivery quality, including managing uncertainties and deviations. The team compared current practices with literature-backed recommendations to improve outcomes. The customer was provided with a detailed review of (B)(4) patients treated between 2020 and 2024, highlighting toxicity outcomes, planning techniques, and delivery metrics like rigid body error and spacing. Best practices were reinforced across all stages¿from fiducial placement to patient setup and treatment delivery¿to align clinical results with published cyberknife advantages.

Manufacturer narrative:
A customer in italy has observed rectal toxicities. This is a known side effect of radiation treatment for prostate cancer. According to the site, this patient received grade 3 rectal toxicity with a rectal ulceration. A clinical assessment was performed within accuray and it was determined that the toxicity was grade 2. The grade 2 toxicity was determined to be a serious injury. There is no indication that the system malfunctioned. This event is still under investigation.

Event description:
Rectal toxicity due to prostate treatment.